Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that over a period of six months, the device went from four years of expected battery longevity to less than one year of expected battery longevity. The device is still in use. No patient complications have been reported as a result of this event.